Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during drain 1 of 6 on the homechoice machine(hc). The hp stated there were air bubbles in the patient line. The technical service representative (tsr) assisted the hp to end therapy. The tsr advised the hp to start over with new supplies. The hp was contacted on (B)(6) 2011. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report is confirmed due to the use error described by the home patient, who stated there was air in the patient line, which is the cause of the alarm. A labeling review was performed and was found to be adequate for the use error in the complaint. This issue is being investigated under a CAPA.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.